Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician observed that the distal end cover had a burn. The likely cause could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip; however, a definitive root cause was not identified. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. The likely cause could be high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.